Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented for a device change out due to eri. No anomalies were observed via x-ray. During replacement procedure, an insulation anomaly was noted. The lead was capped and replaced.